Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Return complaint device for evaluation, clarify reported procedure date, clarify event date reported.

Event description:
It was reported that the patient underwent an unknown neuro procedure on unknown date and a bone wax was used. During process of spreading, the bone wax did not occlude bony bleeders and tended to fall out of bony vessels. The procedure completed with another like device. There were no adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
The returned unopened / sterile sample was chemically analyzed and all test results met the specified quality requirements.